Event description:
Receives error p and err. It sounds like air is leaking from the machine. Receives error p and err.

Event description:
Receives error p and err. It sounds like air is leaking from the machine. Receives error p and err.